Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provide due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after completing the percutaneous coronary intervention (pci) procedure, the physician attempted to use an angio-seal 8f for hemostasis. During the assembly, it was found that the dilator could not be inserted into the insertion sheath, even after rotating it 180 degrees. The physician then tested with a standard sheath, which was able to pass through the insertion sheath without issue. The angio-seal sheath was reassembled and tested again, however, the problem persisted it still could not be inserted. Hemostasis was ultimately achieved using manual compression to complete the procedure. There was no blood loss. Additional information was received on 29apr2025: an ultrasound examination was performed after the procedure and prior to achieving hemostasis. The user did not have difficulty inserting the locator into the hub. There was audible clicking on mating. There was clear tactile feedback. The user attempted to mate the locator and hub two to three times. The locator did not separate after mating with the hub. The locator was not too loose and failed to stay in place. The separation did not occur when device was in the patient. There was no patient harm. Manual compression was used afterward to achieve hemostasis.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to be in unused condition with no visible signs of blood. The sheath and locator assembly were returned not mated. No damages or issues with the device were identified. Functional testing was performed by attempting to connect the locator and hemostasis sheath and components were able to be connected without any issue. The complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).